Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was the rep indicated that they were doing a normal battery replacement and when the pocket was opened it contained a white fluid. The md explanted the system because they were concerned about infection and had the fluid cultured. Troubleshooting was not required. The issue was not resolved through troubleshooting. The rep indicated that the md will evaluate the culture and then make a decision about system replacement. Rep reported no further information to provide. The pocket was opened and physician said it looked like an infection and removed system. They said that they were going to culture but I have no additional information.